Event description:
The patient reported that the implantable neurostimulator recharger (insr) would overheat. The patient had met with a manufacturer representative (rep) who recommended this call. She would see the thermometer icon on the insr when charging for 1.5 to 2 hours with 6 boxes or less. After showing the patient the antenna locate feature and suggesting to charge every other day instead of every 4 days, she was very happy and getting 8 boxes filled during recharging. The patient was going to try this for a week and call back if the issue persisted. Additional information received from the patient in response to follow-up reported that the issue was not resolved. She thought it was related to the amount of time it took to charge. She was not getting good coupling at the time of the last call; she was getting 6 boxes. She reported that the coupling issue was resolved once she got 8 boxes during that call. Only the poor coupling was resolved; the insr overheated again on (B)(6) 2015 after 1.5 hours of charging. The antenna was directly over the skin and nothing was over the antenna. The thermometer was seen on the insr but no code was seen. A new antenna was going to be sent to the patient to see if this resolved the overheating; it was damaged. Relevant medical history included lumbar radiculopathy and spinal pain. Follow-up was performed to determine if the heating issue was resolved. Additional information was received from the patient. It was reported that the patient had poor coupling while recharging. The patient had not been getting a good connection when they tried to recharge the implantable neurostimulator (ins). This was due to the ins being awkwardly placed. This led to a rep suggesting that she keep the insr antenna in place using tight leggings. The tight leggings led to the overheating issue and the patient saw a thermometer screen every time she charged now. Adhesive discs were ordered. It was noted that the discs would keep the insr antenna in place and allow hear to dissipate during the recharge process. The patient was to call back if the adhesive discs did not resolve the issue. No symptoms were reported. The recharge coupling difficulty and thermometer screen began in 2016, several months prior to (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.